Manufacturer narrative:
The device was returned and visual inspection of the device was performed. It was noted that the shuttle was engaged to the handle upon receipt. The sealant and the advancer tube remained in the manufacturing position. There was evidence of blood on the distal sealant. The 6f cordis procedural sheath was separated from the device. The procedural sheath was inspected for anomalies that may have obstructed the device path during the deployment. No kink or anomalies were observed. The device was inserted in the sheath, the shuttle down procedure was simulated and slight resistance was felt. An extra sealant popped out of the procedural sheath during the sheath retraction. This finding indicates that another mynx vascular closure device sealant was used on the same patient and for an unknown reason the procedure was aborted, which resulted in the first mynx vascular closure device's sealant to be retained inside the procedural sheath. When an attempt was made to deploy the second device, the retained sealant prevented the shuttle from being advanced all the way into the sheath. Several attempts made to gather additional information to clarify the discrepancy were unsuccessful and the failure of the first device remains unknown at this time. The review of the lhr (f1530006) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. It is possible that a sealant from another device was retained inside the sheath, which may have prevented the shuttle from being advanced all the way into the sheath. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that there was a shuttle advancement issue with the mynxgrip device which was being used for arterial closure. The shuttle would not shuttle down during the deployment procedure. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient outcome was described as fine and hospitalization was not prolonged as a result of the mynx event. The device was returned and upon evaluation, an extra sealant was observed inside the cordis procedural sheath which indicates that there was a second device involved in this case. Additional information on was requested; however, the information is unknown.